Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed, chronic totally occluded target lesion was located in the mildly tortuous and moderately calcified mid left anterior descending artery (lad). A guidewire was advanced to cross the lesion. Following predilation, a 3.00x32mm synergy drug-eluting stent was deployed to treat the lesion. Subsequently, an 8mm x 3.00mm nc quantum apex¿ balloon catheter was advanced for post dilation. Dilatation was started on the distal segment and the balloon was pulled to the proximal segment after each dilatation; however, upon the third inflation, the balloon ruptured at 18 atmospheres after a duration of 10 seconds. The balloon was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.